Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead presented to the emergency room for possible ventricular tachycardia (vt). Interrogation of the device found that end of life (eol) had been reached, however, the exact date that eol was reached was unable to be determined. Additionally, review of device memory revealed this rv lead exhibited low pacing impedance measurements of 220 ohms. It was reported that the patient had been lost to follow up. While in the emergency room, the patient experienced asystole that was felt to be caused by pause-dependent vt, and required cardiopulmonary resuscitation (CPR). A device replacement procedure was performed. During the procedure, the device was providing pacing when not expected. Boston scientific technical services (ts) discussed device behavior cannot be guaranteed once eol is reached. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was successfully explanted and replaced. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.